Manufacturer narrative:
Date of event: date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor therapy. It was reported that the patient was not able to increase stim. Patient said the device was implanted for fecal incontinence but they also have urinary incontinence. Patient said the device helped with the urinary incontinence for a while but in the last 6-9 months the patient started having more issues with urinary incontinence so the patient saw a urologist who also worked with the interstim device. Prior to seeing the urologist the patient only had one program. The patient was reprogrammed at the urologist's office and now has 4 programs. Patient said they started having trouble with their fecal incontinence a couple months ago and when they try to increase stim they can't. Patient synced with the ins and stim was off. Reviewed how to turn stim on. After turning stim on patient was able to adjust stim. Agent did not ask about the circumstances that led to the reported issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the cause of the inability to increase stimulation due to the stimulation being off was determined. They then stated they did not know what most likely caused or contributed to the issue. When asked what steps were or would be taken to try to resolve the issue, they responded the representative knew exactly how to help them. They checked it daily now. The issue was resolved.